Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys troponin t stat assay results for two patient samples. Both samples had an initial result of 0.515 ng/ml and did not have a pipetting time shown in the system. Patient 1 was repeated and the result was 0.515 ng/ml and was reported outside the laboratory. After a second sample (patient 2) also had an initial result of 0.515 ng/ml, the customer questioned the results from patient 1. While working with technical support, the customer was advised to reboot the analyzer. After the analyzer came back up, the samples in question were no longer present in the data review screen of the system. The samples were retested and the result for patient 1 was <0.01 ng/ml with a data flag. The result for patient 2 was 0.01 ng/ml. Patient 2 was an (B)(6) female born on (B)(6) 1933. An erroneous result was reported outside the laboratory for patient 1 only. The patient was given one dose of 70 mg lovenox. The doctor at the site said the one dose was harmless and the patient was discharged. The customer repeated one of the samples on their I-stat analyzer and the result was 0.08 ng/ml. It was unclear from which patient this result was generated. The repeat results were believed to be correct. There was no adverse event. The reagent lot number was 21415800 with an expiration date of 01/31/2018. The field service representative found there was a problem with the compact flash, software, and panel pc. He replaced the panel pc, re-imaged the new pc with the latest software, updated the reference files, and installed the internationalization software. The customer was able to run calibration and qc without any issues. He confirmed the system was operational.

Manufacturer narrative:
A specific root cause could not be determined. Further investigation was not possible as the database could not be provided.